Event description:
The following has been reported: nurse reported: "per nursing report, the tubing was leaking from the cassette upon priming with medication. A new tubing set had to be obtained. Sample available to be sent back patient harm: no. Sample available for return. A preliminary review identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.